Event description:
It was reported that during revision of rv and ra leads for noise a firmware download on the device was not possible due to an error requiring device restart. The device was explanted. The patient was stable during and after the procedure.

Manufacturer narrative:
The reported field event of rf lockout and noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.